Event description:
Contralateral iliac leg graft did not land far enough into the left common iliac artery to achieve a sufficient purchase of the vessel. An iliac leg extension was deployed distal to the leg graft to extend the length of the endovascular graft further into the vessel. As a result of the deployment of the leg extension, the needed stability and coverage in the common iliac artery was achieved. No endoleak presence was observed during the conclusion angiogram.